Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an ambicor penile prosthesis app presented with a migrated right cylinder. A revision surgery was performed, during which the physician confirmed that the device inflated as expected. However, the right side had migrated to the lateral corpora, and physician attributed it to an aneurysm on the cylinder. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an ambicor penile prosthesis (app) presented with a migrated right cylinder. A revision surgery was performed, during which the physician confirmed that the device inflated as expected. However, the right side had migrated to the lateral corpora, and physician attributed it to an aneurysm on the cylinder. The device was explanted and replaced. No further patient complications were reported.